Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation the trunk cable connector was glued to the monitor receptacle. The clogged connector prevented the electrode belt from undergoing incoming functional testing. The root cause for the clogged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.